Event description:
It was further reported that the issue was identified during inspection before use for an unspecified therapeutic procedure. Upon connecting the device, there was disconnection and the image flickered. The procedure was completed with a similar device without any delay.

Manufacturer narrative:
This report is being submitted for additional information from customer and legal manufacturer's final investigation results. The device was returned and evaluated. The customer allegation was not reproduced. However, it was found that the device did not meet the specifications. There was flooding due to cable damage. Contact point corrosion was also observed. A device history record (DHR) review was conducted and found no problems. The reported malfunctions are addressed in the instructions for use: handling and general precautions (caution) do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Endoscope image disappearance and freezing (warning) do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. As the customer allegation was not reproduced, the root cause of the reported problem cannot be identified. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the high-definition camera head cable wire is cut. There were no reports of patient harm.